Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a hole was identified in the stent delivery system balloon. The physician reported air was pulled back when preping the 3.00x20mm taxus liberte drug eluting stent. The physician suspected there was a hole in the delivery system. There was no patient involved and the procedure was completed successfully with another taxus liberte. No patient complications were reported. Patient's status reported as "good".